Manufacturer narrative:
A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported when user using the lcd monitor found there have display unclear issue. There was no reported adverse pt impact.